Event description:
The health care professional reported that the electrode array had been placed near but not in the cochlea. The pt was explanted and reimplanted on 7/30/1998. The pt will have his initial simulation with the reimplanted device on 9/2/1998.